Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported event. Preventative maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A nurse reported that during surgery, the system locked up. The system was exchanged which caused a 15 minute delay. The surgery was completed and no harm to the pt was reported.